Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an mr290 autofeed humidification chamber could not control the water level. No patient consequence was reported.